Manufacturer narrative:
Model number/catalog number:sc-8336-50, serial number: (B)(4), batch/lot number: 7057272, model/catalog description:coveredge 32 surgical lead kit 50 cm. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the ipg and lead revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patient developed an infection at the pocket site. Symptom of drainage was noted. It was believed that infection was procedure related and unknown if it was device related. The patient was placed on antibiotics and underwent an explant procedure. The patient was doing well postoperatively.